Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-15. Investigation summary a complaint of tubing coming out kinked from the packaging was received from the customer. 7 unused samples were received for investigation. Through visual inspection, the customer complaint was confirmed. There was a white substance that could be seen at the top connection site of the filter. There were also kinks on the tubing between the filter and the y-site. A device history record review for model 20350e lot number 21059500 was performed. The search showed that a total of 13,203 units in 1 lot number was built on 03may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of the issue and an investigation was performed. The root cause could be excessive solvent in the joint male luer - tubing. Corrective actions being taken by the manufacturing plant include refresh training to operators to make sure it is applying enough amount of adhesive, checking all sets produced, follow manufacturing instructions and to use fixtures required.

Event description:
It was reported when using the bd smartsite¿ extension set, the device experienced kinked tubing. The following information was provided by the initial reporter. The customer stated: we would like to report a product failure with the bd smartsite extension set with low sorbing 1.2 micron filter tubing attached to filter came out of package kinked.

Event description:
It was reported when using the bd smartsite¿ extension set, the device experienced kinked tubing. The following information was provided by the initial reporter. The customer stated: we would like to report a product failure with the bd smartsite extension set with low sorbing 1.2 micron filter tubing attached to filter came out of package kinked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.